Event description:
It was reported that during surgery, the drill bit bound in good bone and torqued the end of the flexible drill driver and broke it. There was no known impact or consequences to the patient.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: d4 lot. Visual examination of the provided picture identified the flex drill shaft with the drill head partially broken and bent from the internal mechanism. A section of the internal spring is exposed between the bottom of the sheath and top of the drill head. No further observations could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.